Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm after suspending their insulin pump. Customer's blood glucose was 115 mg/dl. Customer stated they dropped their insulin pump three times prior to the alarm occurring. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a loose/stuck drive support disk. The insulin pump had a cracked display window, a cracked case at the display window corners, broken reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.